Event description:
It was reported that patient was only getting coverage of her right side of her back. Imaging showed left spinal cord stimulation (scs) lead had migrated. The patient underwent revision procedure. No further information has been obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. (B)(6).